Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: hg3npl004, ubd: 16-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) by a company representative regarding a patient with an implanted infusion pump, receiving dilaudid (hydromorphone) with 25mb/ml for concentration and 9.49mg/day for dose. It was reported that the patient's pump was flipping in the pocket. The environmental/external/patient factors that may have led or contributed to the issue is that the patient stated they lost a lot of weight and pump was ¿loose ¿in pocket. The patient was scheduled for surgery on (B)(6) 2021. The interventions/actions that were taken to resolve the issue is that hcp opened pocket site, and found the entire catheter coiled up with the pump. It was reported that catheter was not in intrathecal space. The rep submitted a photo which also showed the catheter was kinked and coiled. It was mentioned that after new catheter was implanted, the dose was decreased by hcp to 1.20mg/day. The catheter was revised/replaced on (B)(6) 2021 with a new 8780 . The issue was resolved at the time of this report. Patient weight asked but unknown. Patient status at time of this report is alive - no injury.